Manufacturer narrative:
Article citation: gupta, c., mathews, d. Xen® stent complications: a case series. Bmc ophthalmol 19, 253 (2019) doi:10.1186/s12886-019-1267-y, pages 1-5. The event of incorrect placement is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the corresponding author regarding the event, product, and patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
In the article "xen® stent complications: a case series, bmc ophthalmol 19, 253" it was noted a patient had combined right eye cataract surgery with xen 45 gel stent insertion and mmc. One day post-operatively it was noted that the tip was tenting beneath the bleb therefore the stent was pulled from the subconjunctival end in clinic. Several attempts were made to position the implant correctly and achieve a 3mm length subconjunctivally. However during manipulation, it was noted that the implant had fragmented into multiple pieces within the subconjunctiva space. The patient was listed for further xen stent and mmc, which was inserted adjacent to the initial implant, with no complications. The fragmented pieces were not removed. Patient remains on no glaucoma medications and has maintained their vision at - 0.06 logmar and iop at 12mmhg.